Event description:
The port was implanted in 2002 and appeared to be functioning normally. In 2003, it was noted that the catheter appeared to be leaking. Because of this, the port was explanted the following month. There were no pt complications.